Event description:
A non-healthcare professional reported that following the intraocular lens implant procedure, the patient experienced blurred vision, finding that his old eyeglasses helps him now to see well out of. The patient states, his physician believes that the iol has deteriorated as his vision has now become blurry and has floaters developed. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).